Event description:
The customer reported that the system was non-functional and an alternate system was utilized. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The following components were adjusted: the 5 volt power supplies, all plugs and connectors. The system was then found to be operating as intended.